Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient complained of inaccurate sensor readings. The patient observed measurement deviations between cgm and blood glucose (bg) and provided the below examples. A. Saturday (B)(6) at 10.25 am , sg value 172 mg/dl vs bg value 449 mg/dl (-61,69% of difference). B. Saturday (B)(6) at 8.23 pm , sg value 56 mg/dl vs bg value 248 mg/dl (-77,42% of difference). C. Saturday (B)(6) at 8.27 pm, sg value 142 mg/dl vs bg value 425 mg/dl (-66,59% of difference). The issue was escalated to next level support who reviewed the system performance in data management system (dms) and authorized a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.

Manufacturer narrative:
On 26th may 2025, the user informed senseonics that user's cgm showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. However, the sensor was not returned to senseonics by the closure of this complaint. A review of the in vivo raw sensor data showed optical instability, and this most likely contributed to the variation is sensor values observed. B4. Date of this report 22 august 2025. G3. Date received by the manufacturer? 22 august 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.